Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made ware on (B)(4) 2019, that on (B)(6) 2018, a detached sensor wire and an adverse event was reported. The sensor was inserted on (B)(6) 2018 and the receiver immediately displayed a sensor failure message. When the patient's mother removed the sensor, she noticed that the wire stayed under the patient's skin. There was a mark at the insertion site, so they went to the hospital to check if the wire was under the skin. An x-ray image was performed, and the images confirmed the retained sensor wire. The pediatrician and surgeon decided to have the sensor wire removed. The patient underwent surgery; however, the surgeon was not able to locate the sensor wire and decided to close the incision. The surgeon advised the patient's mother to observe the area for sign of serious infection. At the time of contact, the patient was at home doing fine. Confirmation of the retained sensor wire was not confirmed based on the sensor wire not being found during surgical intervention on (B)(6) 2019. No additional patient or event information is available.